Manufacturer narrative:
(B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a right unruptured ica (internal carotid artery) sidewall aneurysm measuring 10.5mm x 9mm. It was reported that the patient underwent pipeline embolization treatment involving two pipelines on (B)(6) 2012 and experienced blurred vision with decrease vision acuity in the right eye on (B)(6) 2012. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: (B)(4)/ lot: not reported / dom: n/a / exp: n/a. (B)(4).